Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the lens vaulted in the patient's eye post implant. The lens was explanted and replaced with another lens of different model. It is to be noted that the patient had prior refractive surgery and the surgeon attempted to implant a ctr prior to lens exchange. Subsequently, the surgeon also noticed that the iop had dropped significantly by day 1 post-op. Additional information has been requested, but has not been received.

Event description:
Received additional information: according to the surgeon, patient anatomy was the likely cause of the event and the prognosis was reported as "ucdva 20/25, ucnva jh, uciva 20/20" after lens replacement.

Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. One retain sample from the same lot (7557021) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.